Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information indicates that the tachy lead was not successfully implanted due to placement difficulty caused by the patient severe tricuspid regurgitation. The lead would blow back out of the right ventricle with each contraction. The lead was attempted to be implanted 10 times but repeatedly dislodged due to the tricuspid condition, and during the last attempt, some tissue was found within the helix. The lead will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.